Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to observations of high out of range pacing impedances greater than 2000 ohms. The lead was tested on the pacing system analyzer (psa) appropriately, and an x-ray was performed to confirm placement due to an attempted pacemaker device with pacing/sensing issues. A new pacemaker was implanted successfully. No adverse patient effects were reported.